Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in the intrinsic amplitude along with a decrease in rv pacing impedances, going from 800ohms to 300ohms. Technical services (ts) was contacted, and upon review of the available information, suspected loss of capture (loc) was observed. Further evaluation was recommended. Additional information was provided stating that a revision procedure was going be scheduled in the near future. This rv lead remains in service. No adverse patient effects were reported. Additional information was received stating that the associated pacemaker was explanted and replaced. This rv lead remained implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in the intrinsic amplitude along with a decrease in rv pacing impedances, going from 800ohms to 300ohms. Technical services (ts) was contacted, and upon review of the available information, suspected loss of capture (loc) was observed. Further evaluation was recommended. Additional information was provided stating that a revision procedure was going be scheduled in the near future. This rv lead remains in service. No adverse patient effects were reported.